Manufacturer narrative:
Pump was monitored. Pump passed self-test and displacement test. No missing segments noted. Cracked reservoir tube lip, cracked battery tube threads and severely scratched display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that insulin pump only had partial display even after battery change. It was reported that insulin pump was not dropped. Insulin pump would be replaced.